Manufacturer narrative:
Product not yet returned for eval.(B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification.

Event description:
Consumer complaint of about low blood results. Lowest blood test in memory - 22 mg/dl. Caller states her normally ranges from 110/115 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (22) and the highest normal result (115) is located in zone c/d. No adverse event reported.